Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was not successfully extracted several years ago. Recently, the patient wanted this lead explanted due to pocket infection. Additional information was obtained from the field representative indicating that this lead was not successfully extracted during the procedure hence the lead was abandoned surgically. Furthermore, several days later this lead was explanted successfully in an open heart surgery. There were no additional adverse patient effects reported.